Event description:
The customer indicated that the display is missing segments. A review of system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.